Event description:
Handpiece became hot and burned pt's cheek.

Manufacturer narrative:
Pt was given chlorhexidine rinse. It was reported that the pt has healed fine. Due to improper maintenance, bearings were grinding, head was dented and back cap sticks in. Medium debris level was present. Proper maintenance to handpiece was discussed.